Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed an additional controller exhibited an unexpected loss of power and vad disconnect alarms. It was also reported that there was insufficient, or incomplete log data was received to generate a report. The transfer of data from the controller to monitor was indicated by solid black "data transfer" icon and >1 hour of controller data was available. It was noted that the loss of power occurred due to the controller exchanged for the internal battery depletion.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision to the product event summary. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 31-may-2025 / serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 16-may-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: two (2) controllers ((B)(6)) were not returned for revaluation. The (B)(6) was disca rded by the patient and the (B)(6) remains in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the patient¿s pr imary controller initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2024 at 06:41:05, indicating an issue with the internal battery. Of note, log files r evealed that (B)(6) had been in use for less than two (2) years. Review of the controller log files associated with (B)(6) revealed several controller power-up events logged between (B)(6) 2025 at 16:30:47 and (B)(6) 2025 at 11:58:51. Review of the alarm log file revealed four (4) vad disconnect alarms logged on (B)(6) 2025 at 16:30:55 and on (B)(6) 2025 at 11:56:47, 11:57:33, and 11:58:56, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared on (B)(6) 2025 at 11:59:17, indicating that the driveline was connected to the controller, and a successful motor start event was subsequently logged. Review of the data log file revealed that the controller was not in use prior to the power-up events; the first data point was recorded on (B)(6) 2025 at 16:33:00, and the first data point indicating that the pump was connected to the controller was logged on (B)(6) 2025 at 11:59:24, indicating that the power-up events likely occurred during the reported controller exchange. As a result, the reported controller fault alarm, loss of power, and vad disconnect alarm events were confirmed. The reported data transfer error event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the powering-up of the controller during the reported controller exchange. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline cable connected. The most likely root cause of the reported data transfer error event can be attributed to insufficient data in the data log file to generate a log file report due to the controller initially being put into use. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for revaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 06:41:05, indicating an issue with the internal battery. As a result, the reported event was confirmed. Of note, log files revealed that the controller had been in use for less than two (2) years. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred with the pioneer controllers due to internal battery depletion. The controller fault alarm was permanently silenced. The hospital plans to schedule a controller exchange once a new ventricular assist device controller is received as a replacement.